Event description:
It was reported that the system displayed a stator not on message. This error could prevent the system from producing x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated power supply connections. The system operates as intended.